Event description:
A malfunction alarm on the pump was reported by the caller, with no notable events occurring before the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again. The customer acknowledged and understood the instructions.